Manufacturer narrative:
The device referenced in this report will not be returned for investigation. Accordingly, the device is still in use and the reported issue hasn't returned. It is believed that the contributing factor to the poor quality image was due to environmental issue.

Event description:
It was reported that after sedation, the patient underwent an open heart surgery. During the transesophageal scan using the transducer, the physician was observing the placement of the valve when a poor quality image was observed. The physician removed the transducer and the surgery was completed with the same ultrasound system and a replacement transducer. There was no loss of data and there was no patient adverse event reported. No additional information was provided.